Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and could not reproduce the error in the reported problem area of the pipette assembly. A bent disposable tip was found in the tip waste drawer. The instrument was inspected, tested without further problem, and returned to svc.